Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that the emitter was red and would not track when in use. Use of imaging and use of navigation was discontinued. The procedure was delayed by less than one hour and there was no impact on patient outcome.

Manufacturer narrative:
Concomitant medical products: product ID: field generator 9731203 em mobile. A medtronic representative went to the site to perform a system checkout. The system passed checkout and no issues were found. If information is provided in the future, a supplemental report will be issued.